Manufacturer narrative:
The customer reported that the AED will not power on. Troubleshooting of the AED with the customer identified that the pads attached to the AED were expired and the battery had a labeled expiration date of 2024/10/31. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that the AED will not power on but powered on with a spare battery pack. They reported this did not occur during patient use.